Event description:
It was reported that the right atrial (ra) lead had dislodged immediately after implant and the patient was programmed to vvir. Approximately six months later the physician attempted to reposition the lead during an upgrade procedure. The lead was not able to be repositioned, was explanted, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.